Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.